Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 31-year-old female patient who had essure (batch no. D01977,b71766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included anemia, cholecystectomy, tonsillectomy, uterine bleeding, vulva cyst and obesity. Current weight 260 lbs. Previously administered products included for birth control: nuvaring; for an unreported indication: iron. Concomitant products included bupropion hydrochloride (wellbutrin), hydrocodone, tramadol hydrochloride (tramadole) and trazodone. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), tooth disorder ("dental problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterctomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, depression, tooth disorder, bladder disorder, urinary tract disorder, migraine, weight increased, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion-05apr2016, 05may2016 insertion details-left-3 and right 10 coils were seen current weight 260 lbs. Complication during insertion : unable to place essure in first procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37 kg/sqm. Ultrasound scan vagina - on (B)(6) 2018: impression. Linear echogenicity within the endometrium extending to the region of the right cornu. Linear echogenicity in the region of the left adnexa. Lot number-d01977, production date 2014-08-28, expiration date 2017-08-31; lot number--b71766, production date 2013-09-12, expiration date 2016-09-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (b)6) female patient who had essure (batch no. D01977,b71766) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test was not performed". The patient's medical history included anemia, cholecystectomy, tonsillectomy, uterine bleeding and vulva cyst. Current weight (B)(6) lbs. Previously administered products included for birth control: nuvaring; for an unreported indication: iron. Concomitant products included bupropion hydrochloride (wellbutrin), hydrocodone, tramadol hydrochloride (tramadol) and trazodone. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), tooth disorder ("dental problems"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue,"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, depression, tooth disorder, bladder disorder, urinary tract disorder, migraine, weight increased, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion-(B)(6) 2016, (B)(6) 2016 insertion details-left-3 and right 10 coils were seen current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 96.61 kgs. Ultrasound scan vagina - on (B)(6) 2018: impression linear echogenicity within the endometrium extending to the region of the right cornu. Linear echogenicity in the region of the left adnexa. Lot number-d01977, expiration date-aug2017. Lot number--b71766, expiration date-sep2016. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs+mr received- lot numbers were added. Event injury updated to pelvic pain new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, bladder or urinary problems or changes, migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, vaginal pain, abdominal pain, essure confirmation test was not performed new reporters, race, medical history, historical and concomitant drug, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.